Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: 212389.

Event description:
It was reported the patient experienced stimulation in the implantable pulse generator (ipg) pocket, and a lack of stimulation in their targeted pain area. The physician assessed the fixing suture of the ipg came off the fascia and the caused the ipg to rotate resulting in the lead migrating into the pocket. The patient underwent a revision procedure where the ipg was repositioned and the leads were replaced. The patient did well postoperatively. Physical analysis could not be performed, as the leads were discarded by the facility and the ipg remains implanted in the patient.